Event description:
Surgeon was removing port, noticed tip was broken off. X-ray revealed tip was in right lower lobe of lung (approx 8cm). Pt was transferred to another hosp for interventional radiology removal of tip. Port was placed for chemotherapy. Being removed after completion of therapy.